Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient was hospitalized (B)(6) 2021 and antibiotics were administered; furthermore, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted to address the issue. The infection has since been resolved.